Event description:
Jada device did not stop control the bleeding [device ineffective]. Provider used the jada without sweeping the uterus first and encountered clots which hindered the jada from working properly [device use error]. No additional ae provided [no adverse event]. Case narrative: this spontaneous report originating from united states was received from a physician via clinical educator (ce), referring to a non-pregnant female patient of unknown age. The patient¿s historical condition, concomitant medications and past drug reactions/allergies were not reported. The patient¿s current condition included clots were present in the uterus. This report concerns 1 patient(s) and 1 device(s). On an unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 (lot #, serial # and expiration date were not reported) via intrauterine route for postpartum hemorrhage. On an unknown date, the vacuum-induced hemorrhage control system (jada system) was placed without sweeping the uterus first and encountered clots which hindered the vacuum-induced hemorrhage control system (jada system) from working properly (device use error). The vacuum-induced hemorrhage control system (jada system) device did not stop control the bleeding (device ineffective). The vacuum-induced hemorrhage control system (jada system) worked without issue, but the bleeding continued. The patient sought medical attention. No product quality complaint (pqc) reported. No additional adverse event (ae) or further information provided (no adverse event). Therapy with vacuum-induced hemorrhage control system (jada system) was withdrawn on an unknown date. Upon internal review, the event device ineffective was determined to be medically significant. Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Follow up information received from nurse on (B)(6)2024. On (B)(6)2024, the triage nurse spoke to physician who stated that he had only used the device once prior to this and there weren't any issues, no additional information or details were known regarding this event. This is an amended report. Upon further review, the report was considered only to be an adverse event report and hence product problem classification was removed.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Jada device did not stop control the bleeding [device ineffective] . Provider used the jada without sweeping the uterus first and encountered clots which hindered the jada from working properly [device use error] . No additional ae provided [no adverse event] . Case narrative: this spontaneous report originating from united states was received from a via clinical educator (ce), referring to a non-pregnant female patient of unknown age. The patient¿s historical condition, concomitant medications and past drug reactions/allergies were not reported. The patient¿s current condition included clots were present in the uterus. This report concerns 1 patient(s) and 1 device(s). On an unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) (lot #, serial # and expiration date were not reported) via intrauterine route for postpartum hemorrhage. On an unknown date, the vacuum-induced hemorrhage control system (jada system) was placed without sweeping the uterus first and encountered clots which hindered the vacuum-induced hemorrhage control system (jada system) from working properly (device use error). The vacuum-induced hemorrhage control system (jada system) device did not stop control the bleeding (device ineffective). The vacuum-induced hemorrhage control system (jada system) worked without issue, but the bleeding continued. The patient sought medical attention. No product quality complaint (pqc) reported. No additional adverse event (ae) or further information provided (no adverse event). Therapy with vacuum-induced hemorrhage control system (jada system) was withdrawn on an unknown date. Upon internal review, the event device ineffective was determined to be medically significant. Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed.

Event description:
Jada device did not stop control the bleeding [device ineffective] provider used the jada without sweeping the uterus first and encountered clots which hindered the jada from working properly [device use error] no additional ae provided [no adverse event] case narrative: this spontaneous report originating from united states was received from a physician via clinical educator (ce), referring to a non-pregnant female patient of unknown age. The patient¿s historical condition, concomitant medications and past drug reactions/allergies were not reported. The patient¿s current condition included clots were present in the uterus. This report concerns 1 patient(s) and 1 device(s). On an unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 (lot #, serial # and expiration date were not reported) via intrauterine route for postpartum hemorrhage. On an unknown date, the vacuum-induced hemorrhage control system (jada system) was placed without sweeping the uterus first and encountered clots which hindered the vacuum-induced hemorrhage control system (jada system) from working properly (device use error). The vacuum-induced hemorrhage control system (jada system) device did not stop control the bleeding (device ineffective). The vacuum-induced hemorrhage control system (jada system) worked without issue, but the bleeding continued. The patient sought medical attention. No product quality complaint (pqc) reported. No additional adverse event (ae) or further information provided (no adverse event). Therapy with vacuum-induced hemorrhage control system (jada system) was withdrawn on an unknown date. Upon internal review, the event device ineffective was determined to be medically significant. Medical device reporting criteria: serious injury when the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Follow up information received from nurse on 08-may-2024. On (B)(6) 2024, the triage nurse spoke to physician who stated that he had only used the device once prior to this and there weren't any issues, no additional information or details were known regarding this event. This is an amended report. Added significant follow up line with aware date 08-may-2024 in general tab and in narrative.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.